Manufacturer narrative:
The initial reported event of inappropriate therapy was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to ventricular tachycardia (vt)/ventricular fibrillation (vf) and short interval counts (sic) greater than 300. The right ventricular (rv) lead was capped and replaced and was subsequently removed at a later date. No further patient complications have been reported as a result of this event.